Event description:
It was reported that during the procedure to implant the greenfield 12 fr ss vena cava filter, the filter deployed prematurely from the carrier device. The filter was implanted outside of the optimal position.